Event description:
Patient reports they are out of remodulin and their pump is beeping, specific alarm code unknown. Patient's remodulin order was delayed. Patient states if the remodulin does not come in time they will have to go to the hospital. No confirmation of hospitalization and/or emergency room visit as of yet. Patient's current weight 128lbs. Pump serial numbers currently checked out: (B)(6) and (B)(6), expiration unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. IV remodulin patient via cadd solis pump. Dose/amount: remodulin sdv - 120.7ng/kg/min. Did the reported product fault occur while in use with patient? - yes did the product issue cause or contribute to patient or clinical injury - no is the actual device available for investigation? - unknown did pharmacy replace device? - unknown did the patient have a backup device they were able to switch to? - unknown is the infusion life-sustaining? -yes outcome? - unknown.